Event description:
It was reported that in 2007 that the patient could not get the device programmed right and the device was replaced in 2009. The replacement was then removed in 2011. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).